Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. Intermittent oversensing was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.